Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 76-year-old female noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported there was blood noticed in the sterile sleeve during patient support in the ICU.

Manufacturer narrative:
The investigation for the sterile sleeve damage has been completed. Pump was not returned for investigation. As per the clinical details, blood noticed in the sterile sleeve during patient support. The cause of the product damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock in the following section: section: warnings & cautions: cautions added- d6a/d6b.